Event description:
It was reported that the monitor on the 9600 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was repaired during the service call. The system was tested, and found to be working as intended, and put back into service.